Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pj7878 product code vcp422hcn31, and no non-conformance's were identified. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. Additional information was requested and the following was obtained: the problem of the product (pull off suture needle ) in local language should be updated as (suture breakage). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/24/2020. H3 evaluation: two pictures were received for analysis. Upon visual inspection of the pictures, a needle-suture piece and a suture piece appear to be broken. However, no conclusion could be reached as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.